Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of telemetry failure was confirmed. The device was unable to communicate upon receipt due to a depleted battery. The device hybrid was sent to the manufacturer for analysis. The cause of the failure was consistent with a high voltage electrical over stress (eos) event. The cause of eos could not be determined.